Manufacturer narrative:
No patient involvement associated with this event. Device is an instrument and is not implanted or explanted. Product investigation summary: polyaxial head placement tool (part 03.632.037 / lot 6718642) was returned with the blocker component broken off from the distal end. Replication of the complaint condition is not applicable. The complaint for this device is confirmed. The relevant product drawings were reviewed. The polyaxial head placement tool is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from the implant module and place the polyaxial head onto a matrix bone screw. Per the technique guides, the user must gently lift up on the placement tool and angulate the polyaxial head in order to ensure that the polyaxial head is attached securely to the bone screw. Use of the placement tool while not fully engaged with the polyaxial head could cause the blocker component to experience unintended forces and make it vulnerable to breakage in the area of the laser weld. The drawing notes that only half of the blocker is laser welded to the outer shaft. Details regarding the technique used with this instrument are not known; therefore, the root cause for the complaint is indeterminate. It is possible that use over time, coupled with excessive off axis force on the tip, contributed to the blocker breaking at the laser weld. No design issues were noted during the evaluation. Device history record review: manufacturing date: december 21, 2011 ¿ manufacturing location: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the piece that fits onto the end of a polyaxial head replacement tool was found in the sterile wash pan. Original reports indicated that the piece did not break off; rather, it loosened and disconnected. The event occurred outside of the operating room with no patient involvement. Update: upon completion of the product investigation, which concluded on (B)(6) 2015, it was determined that the blocker component had in fact broken off from the distal end of the instrument. This report is 1 of 1 for (B)(4).